Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was bent and side plates damaged however, the repair was not completed because the customer requested the unit be returned unrepaired. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that before surgery there were bent pins and a hole in the mesher at the side. There was no harm or delay. During investigation, it was discovered that the comb was bent.